Event description:
Pt receiving hemodialysis tx developed vomiting and severe abdominal pain during tx on 7/28/97. Pt eventually taken off early & sent to local ER then pt was admitted to med ctr with pancreatitis. Facility was made aware of hemolysis on 8/1/97 by pathologist at another facility. During the tx, it was noted that the arterial line was kinked at kidney connection and it was corrected.